Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a scheduled fu the physician noticed some artifacts in episodes. The physician would like to know what could be the origin of these episodes and if they have to explant the device. The patient referred that she goes with her dog in an area passing under electricity antenna.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during a scheduled fu the physician noticed some artifacts in episodes. The physician would like to know what could be the origin of these episodes and if they have to explant the device. The patient referred that she goes with her dog in an area passing under electricity antenna.